Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that incomplete apposition of stent occurred. The target lesion was located in the calcified circumflex artery and obtuse marginal branch. A 16 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent delivery balloon would not inflate over 5-6 atmospheres and it was noted that the balloon was damaged resulting to the stent not being fully deployed. A 2.0mm balloon catheter was then used to completely deploy the promus premier stent. Finally, post-dilatation was performed with a 2.75mm balloon catheter and the procedure was completed with nice results. No patient complications were reported and the patient's status was stable.